Event description:
It was reported that approximately 29 months after a total shoulder replacement procedure, the patient has experienced pain and detachment of device. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: serial #: (B)(6), category #: 320-20-00, eq reverse torque defining screw kit, serial #: (B)(6), category #: 320-10-05, equinoxe reverse tray adapter plate tray +5, serial #: (B)(6), category #: 320-02-42, rs expanded glenosphere 42mm, +4mm offset, serial #: (B)(6), category #: 320-15-05, eq rev locking screw, serial #: (B)(6), category #: cs-10cc, intersep calcium sulfate, serial #: (B)(6), category #: cs-10cc, intersep calcium sulfate. The revision reported cannot be confirmed from the information provided but may be the result of disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.